Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the likely cause is: cause traced to component failure which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope had light guide lenses were chipped, and the objective lenses were chipped and had chipped glue. There was no patient involvement.